Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer requested assistance with programming her loaner insulin pump. The customer stated that when she received the device and connected to the infusion set, she was not sure that it was placed correctly; she believes that the cannula was bent. The customer started to feel pain and got worse through the night; then she went to the emergency room with high blood glucose of 500mg/dl. The customer was treated with an insulin drip. Called back to the customer and found that the cannula was not bent and the customer was not on the insulin pump the entire day before the event. The customer was on manual injections while waiting for the insulin pump to arrive. No further information was provided.